Event description:
Patient was undergoing an urgent percutaneous coronary intervention. In the process of advancing a 1.25mm boston scientific rotablator rotational atherectomy burr into the left anterior descending artery, the burr became lodged in the artery and the doctor was unable to advance or remove it after many attempts. Another doctor was able to manually remove the burr intact, however there was no flow in the lad thus the patient was taken for emergent open heart surgery.